Manufacturer narrative:
Insulin pump passed self test, sleep current measurement, active current measurement and displacement test. No battery alert noted during testing. Pump error hardware low level failure confirmed in pump history with variable (003) due to broken trace at pin 1 on u1 keypad assembly. Insulin pump received with cracked case (battery tube).

Event description:
The customer reported via phone call that the cracked on the back of the insulin pump as well as insulin pump had hardware low level failures alarm occurred during self-test. The customer¿s blood glucose was 242 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that the contacts are not missing, damaged or corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.